Event description:
The hospital reported that during radial endoscopic vessel harvesting procedure, vasoview hemopro 2 stopped working after cutting several branches. The cords and generators were checked and no issues were found. Therefore, the device was deemed to be unsafe for use and was removed from the surgical field. A new device was opened to complete the procedure without any other issues. There was a 3 minute delay to open a new device. There was no patient harm.

Manufacturer narrative:
Trackwise ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,b5,d9,g3,g6,h2,h3,h6,h11. The device was returned to the factory for evaluation on 11/25/2024. An investigation was conducted on 12/03/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. The heater wire was observed to be flexed at the center of the hot jaw but remained attached at the base and tip of the hot jaw due to clinical use. There were no visual defects observed. An electrical evaluation was conducted. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (04) repetitions using "max life test method stm2048073 rev aa. The device successfully transected tissue four (04) times. The jaws were gently cleaned of debris and char with a saline and gauze pad as indicated in the direction for use (cv000008979). A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test 90523436 rev w. The resistance value was measured at .67 ohms which is within specification. The device passed the temperature measurements test. The displayed temperature increased and turned green within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the returned condition of the device, as well as the evaluation results, the reported failure "electrical /electronic property problem¿" was not confirmed. The lot # 3000403563 history record review was completed. There was (one) ncmr, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during radial endoscopic vessel harvesting procedure, vasoview hemopro 2 stopped working after cutting several branches. The cords and generators were checked and no issues were found. They switched out their current generator with an older generator and everything has been going good since that time. The generator that was being used during this case has the following information: serial number: (B)(6) and manufacture date 2/3/22. Therefore, the device was deemed to be unsafe for use and was removed from the surgical field. A new device was opened to complete the procedure without any other issues. There was a 3 minute delay to open a new device. There was no patient harm.